Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield vena cava filter was placed as precaution as the patient had positive left posterior tibial vein thrombosis. The procedure was completed without complication. The patient was discharged home after arrangements for outpatient IV antibiotics were made. On (B)(6) 2017, a CT scan of the abdomen was performed. The examination findings revealed the ivc filter insertion with 10 degrees right lateral tilt of the filter. The filter tip touches the right lateral caval wall just below the right renal vein origin. Three ivc struts noted at 1 o'clock, 4 o'clock and 5 o'clock extend 0.3 cm through the caval wall. There is no para-aortic or paracaval adenopathy. The ivc filter was at a 10 degree right lateral tilt and 3mm perforation of three filter struts through the left lateral caval wall.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.